Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. The test p-cap locks properly into the reservoir compartment during testing. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, broken belt clip rails, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at the case behind the pump at the battery compartment, case corner of the belt clip rails near the battery compartment and battery tube threads. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump, including cracks on the case near the battery tube side and broken rails on the back, along with a damaged battery cap with missing or damaged metal contact, affecting pump functionality. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed, including confirming the presence and location of the crack and battery cap damage, and advising the customer that the pump would be replaced, to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned.